Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic, interrogation revealed inappropriate auto mode switch episodes along with competitive atrial pacing. The auto mode switching episodes occured when the patient was exercising. Programming changes were recommended. No further information is available.